Event description:
Additional information indicated that this device has been explanted and returned for analysis.

Event description:
--

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Additional information indicated that a change out procedure has been scheduled for the near future.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.77 volts and charge time measurements of 20.2 seconds. It was noted that the patient may decide not to have the device replaced because the patient lost their job due to having an ICD. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.